Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a sling placement procedure. The patient age was reported to be over 18 years. According to the complainant, the physician had difficulty initially advancing the delivery device around the pubic ramus. This occurred on the first side of implantation or the patient's right side. It was reported that the physician did not encounter tough tissue but that the patient was larger than normal. The physician completed the procedure with another obtryx halo transobturator sling system. There were no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."